Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a replace battery now alarm and post reset ram crc alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they were able to clear the post reset ram crc alarm. Customer received a low battery alert prior to the replace battery now alarm however the alarm recurred and the issue remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery alert. The power management tool confirmed low battery alert, power loss alarm and replace battery alert due to non-sleep anomaly software error. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.